Manufacturer narrative:
(B)(4). Concomitant products: dilatation catheter: 3.0x12 nc trek; guide wire: balance middle-weight; guide catheter: 7 french cls 3.5; other: aspirin, plavix. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for a stent graft leak reported from this lot. It should be noted that the coronary stent graft system, graftmaster rapid exchange (rx), domestic instructions for use, states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. This graftmaster rx was used for treatment of a coronary aneurysm. Based on the information reviewed, there is no evidence to indicate the presence of a potential issue/observation caused by or related to the design, manufacture or labeling of the device.

Event description:
It was reported that the 2.8x26mm graftmaster was deployed in the distal end of the aneurysm in the left circumflex coronary artery at 16 atmospheres. Post dilatation of the graftmaster was performed with a 3.0x12mm nc trek at 22 atmosphere (atm), but there was a leak around the proximal segment of the graftmaster. A second graftmaster, 2.8x16mm, was deployed at 16 atm in the proximal segment to obtain adequate seal of the aneurysm. The second graftmaster was postdilated with the 3.0x12mm nc trek at 22 atm. Angiographic results were excellent with no leak and a thrombolysis in myocardial infarction (timi) 3 flow. The patient's symptoms were resolved. There were no adverse patient sequela. No additional information was provided.